Manufacturer narrative:
Concomitant medical product: product ID: evolutr-34-us transcatheter valve, implanted: (B)(6) 2019; product ID: dtma1qq crtd, implanted: (B)(6) 2020; product ID: 439888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rare under sensing noted causing false termination of some stored atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.